Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer stated the ultem adapter on the palindrome catheter had cracked and so they had to do an exchange of the catheter. The new dialysis catheter was placed in 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.